Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stylet, when exchanged, was not going all the way down the inside track of the lead. Another lead was used, and there was no adverse affect on the pt. The pt was doing "fine, no problems at all".